Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus stopped alarms or unexpected insulin flow blocked alarms noted. The insulin pump was tested with a water fill reservoir. The insulin pump left on status screen matched properly with units left on test reservoir. The pump was properly connected to contour next bg meter. The insulin pump had a minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. She had previously called to troubleshoot but the issue was persistent. She tried to deliver a bolus but had 0 units according to the insulin pump. She estimated 45 units available through visual inspection. The customer has not been able to connect the meter to the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.